Event description:
The customer reported that the ventilator would not power on. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. The facility biomedical engineer contacted manufacturer's product support (pse) and reported they attempted a repair of the device but during installation of a power management pcb board it was damaged during their service. The customer requested manufacturers field service to repair the device. The manufacturers field service engineer (fse) was able to duplicate the device not powering on. The fse replaced the power management pcb board and motor controller pcb board to correct the service induced damage and address the reported problem. Applicable final testing was completed per operating specifications and passed. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation.

Event description:
Factory analysis of the returned power management and motor controller pcb boards revealed transistor and capacitor failures that resulted in the reported power issue. Failure of the components resulted in a loss of the 12 volt supply/signal.

Manufacturer narrative:
Supplemental report